Event description:
Broken tubing; it was reported that the line to the patient looked to be brittle and had snapped off of the 3 way tap. There were no patient complications reported.

Manufacturer narrative:
The device has not been returned for evaluation.